Event description:
Per the clinic, the patient experienced difficulty during sheath removal at implantation surgery on (B)(6) 2026. The sheath tip detached when the operating surgeon forcibly withdrew the sheath during manipulation, resulting in distal migration of the tip. The sheath tip could not be retrieved and was left in situ.